Event description:
It was reported that a spectrum pump door would not latch. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specifications with respect to the reported door will not latch problem, which was reproduced. Review of the history log found multiple door jammed messages. The messages were found to be caused by a loose link upper screw. The screw was replaced.